Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses, and was intermittently unresponsive. Customer's blood glucose level ranged from about 55-350 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.